Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that an alarm occurred and x's displayed on the central control monitor of the system-1 over three of the roller pump icons. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.